Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 9735773, lot#1908 h3: analysis found on battery - analysis determined the battery was tested (50.33v) with the accompanying ups. The ups did shut down during testing period due to the battery overheating as programmed. The ups was then tested with a known good battery and did test as normal. The ups was then unplugged from main power and continued to run under known good battery's power for the set 11.5 minutes before shutting down as programmed. The battery won't hold charge, damaged electronics/interconnect failure. B01, c02, d02. Analysis found on main cart s8 svc - analysis determined there was no failure found. B01, c19, d14 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the battery and uninterruptible power supply (ups) was required to be replaced. Once replaced, the system then passed the system checkout and was found to be fully functional. Concomitant medical products: product ID: 9735773, lot # 1908; product ID: 9735787, lot #: 19110012. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the system unexpected shut down 3 times during a case. We did some trouble shooting. And noted that the uninterruptible power supply (ups) states the battery is fully charge and connected however when the system is unplugged from the wall the charge rapidly drains.